Event description:
Based on communication sent from (B)(6) hospital, when hospital staff changed out the diffuser lens on a surgical light, they did not install the appropriate heat shield /uv filter. This resulted in 2 pts receiving 2nd and 3rd degree burns. Additional details have been requested of the facility but are not available at this time.